Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced ineffective stimulation and was unable to increase amplitude. Diagnostics revealed impedance issues, and reprogramming attempts gave the patient bilateral stimulation, but stimulation was not completely effective. As a result, the patient may be awaiting surgical intervention.

Event description:
Follow up information identified the physician explanted the patient¿s lead and replaced it with a new model. Postoperatively, effective therapy was restored.